Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had black and white pixels in the image and no image. The issue was found during inspection for use. There were no reports of patient harm.